Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reinvestigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were inspected thoroughly, particularly the follow up data from (B)(6) 2019 including the iegms. These data documented a hvr recording from (B)(6) 2019 at 9:58pm showing that the intrinsic and programmed av delay were almost identically which may have led to fusion beats and subsequently to the clinical observation. No pacemaker or lead malfunction was noted during the data inspection. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the available device data showed no indication of a device malfunction. The clinical observation most likely resulted from fusion beats.

Event description:
After an implantation period of approx. 4 months, an intermittent loss of capture on the ventricular channel was reported.